Event description:
It was reported that since implant, the left ventricular lead exhibited elevated threshold. During a pulse generator changeout on (B)(6) 2013, the lead was deactivated. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates the lead was replaced on (B)(6) 2014 due to not functioning.